Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint sample was returned for analysis; the packaging was also returned for analysis therefore the lot number/upn was confirmed. The unit was visually inspected and no visual defects where noted with the unit or unit components. The unit was functionally examined. The device could not be inflated initially as the extension tube was blocked with a crystalline substance most probably contrast medium which was also evident in the syringe barrel. The blockage was dissolved and inflation was achieved without issue. The unit passed leak testing, gauge accuracy testing, device locking mechanism testing, and pressure damping testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention procedure the inflation device guage was inaccurate. The lesion was located in the internal iliac. The physician used the encore inflation device to inflate the balloon to its nominal diameter while the device's gauge only indiciated 2 atms. Procedure not completed due to this event. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous intervention procedure the inflation device gauge was inaccurate. The lesion was located in the internal iliac. The physician used the encore inflation device to inflate the balloon to its nominal diameter while the device's gauge only indicated 2 atms. Procedure not completed due to this event. No patient complications were reported and the patient's status is fine.